Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be disabled. Device data was sent to rhythmcare for review. Data review determined the r-wave amplitude has been decreasing over time. Isometrics were performed in clinic with noise unable to be reproduced. X-rays were then taken and identified that the heart appeared bigger than when the system was implanted two years prior. Additional information was received that this device exhibited t-wave oversensing resulting in an inappropriate shock. This device was subsequently reprogrammed to the primary vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.